Manufacturer narrative:
Block h6: device code a06 is being used to capture the reportable event of scope loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure the color was lost and then image turned red, it was tried unplugging scope from controller and plugging back in, but the image was not recovered. When plugging the scope back in the controller shut down. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.